Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is not specifically stated; however, the report does state that the patient had pain, trouble walking, and swelling. No further information is available.